Event description:
It was reported that there are two broken reaming irrigation aspirator reamer shafts. One was noticed previously and attempted to be processed through the instrument repair team. The other shafts broke intraoperatively. The reaming irrigation aspirator was used for bone graft; the shaft broke in the femur as the surgeon was reaming. The surgeon was able to remove the reamer head and shaft, but a few broken pieces were not able to be retrieved and remained in the patient, as determined by x-rays. The surgeon performed the graft successfully using an iliac crest graft as an alternate method. This caused a delay of one hour. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the product investigation reported the ria driveshaft (314.743) was received with the hex tip broken where it interfaces with the reamer head. The smaller fragment was not returned. The helix of the shaft is significantly worn. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shaft is consistent with damage due to wear and fatigue. The driveshaft from lot 14082-01-d has a manufacture date of 3/30/2006 and the helix noticeably worn. As the drive shaft is over eight years old, it is likely that the failure was caused by wear over time. Drawings 314_741 rev. K and drawing 314_741_1_2 rev. B were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings and complaint history the design is adequate for its intended use and did not contribute to this complaint condition. The instrument did break, so the complaint is confirmed. The part was manufactured over eight years ago and shows signs of being well used suggesting that the failure was due to wear. Because the complaint condition is the result of wear over time and not a design deficiency, the device is determined to be suitable for its intended if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.a review of the device history records has been requested.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that criterion tool & die, inc. Manufactured the drive shaft assembly for ria, p/n 314.743, supplier lot# 14082-01-d on po #562013, synthes lot # 5123627 for 22 pieces delivered november 25, 2005 and 5126239 for 15 pieces delivered november 30, 2005. Initially, the part conformed to the supplier¿s certificate of conformance, dated november 23, 2005 and november 29, 2005, but during inspection to synthes final inspection sheet # 314if741, revision ¿e¿ all parts failed for an edge break dimension. Mrr #116666 was issued december 13, 2005 for edge break dimension; qty 37 were returned to the supplier ¿ 22 from synthes lot 5123627 and 15 from synthes lot 5125239; the mrr was closed 12/13/05. Criterion tool & die, inc. Manufactured the drive shaft assembly for ria (on a rework traveler), p/n 314.743, and lot number 5202031 (supplier lot# 14082-01-d) on po #562013, for 2 pieces delivered march 17,2006. Initially, the part conformed to the supplier¿s certificate of conformance, dated january 6, 2006, and synthes final inspection sheet # 314if741, revision ¿f¿. The parts were released to the warehouse on march 30, 2006. The drive shaft assembly for ria was made to the synthes drawing p/n 314.741, revision ¿e¿, released on may 18, 2005. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.